Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, one tab of the blue adaptor broke off. The strike cap at the proximal end is worn and deformed due to impaction and wear and tear. The most likely cause(s) for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On 07/22/2021, it was reported by the sales representative via sems that ar-9165cdg baseplate impactor, assembly is missing one of the impactor flanges.